Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The target lesion was 90% stenosed with moderate calcification and moderate tortuosity in the mid right coronary artery (mid rca). The distal portion of the stent got flared during the procedure. The procedure was completed successfully with a 3.0x12mm taxus liberte stent successfully. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).